Manufacturer narrative:
The event product was returned to applied medical for evaluation with 1 rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"The septum was partially broken during a procedure. A fragment fell inside the patient and retrieved in the same procedure. After the procedure, the three (3) trocars used in the procedure were disassembled,bled and one of them was found to have a missing part. Three (3) defect seals and a black fragment were returned to olympus and visually inspected: the duckbills of the seals were all cut off; one of the seals had a septum with a missing part. The black fragment matched the missing part and measured approx. 1.4 mm x 5.9 mm; another seal had a torn septum with a missing part that looked like a hole. The missing part measured approx. 0.8 xx x 1.2 mm. No fragment matching the part was returned; the other seal had no visible damage other than the cut off duckbill. The three (3) defects seals and the fragment will be returned to amr for further evaluation." Patient status: no patient injury.